Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no report of patient involvement. The device was evaluated by a third party fse, but the symptom could not be duplicated. The device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom was not duplicated.

Event description:
The customer reported that the device failed to power up. There was no report of patient involvement.